Event description:
Report of explant of device system due to "wound dehiscence" received per annual device tracking report. Device had been implanted for 2 months. Information received per follow up with hcp - location of infection and culture were not completed, pt was treated with oral and IV antibiotics and total system explant. The infection was resolved.